Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for low battery and the patient stated the device had been replaced about three years earlier, which was "pretty short for a new battery." The device was explanted and replaced. No patient complications have been reported as a result of this event.